Event description:
It was reported that an edwards 2700tfx-23mm aortic valve was explanted after an implant duration of 222 days (7 months) due to "critical aortic stenosis and cardiogenic shock". As per the op report, " patient had a tissue valve implanted. She had chronic renal failure and she returned demonstrating again critical stenosis of the valve prosthesis. She [also] has known mitral valve disease with moderate mitral stenosis, moderate regurgitation...the aortic valve was extremely stenotic. The leaflets of the prostheses were fixed and immobile. During the process of removing the valve, the leaflets demonstrated a greater deal of mobility. The annulus sized to a 19 mm. A mechanical prosthesis was implanted...the hemodynamic performance following cardiopulmonary bypass was acceptable."

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, the explanted device has not been returned to edwards for evaluation; therefore, the mode of failure for this valve could not be confirmed. Bioprosthetic aortic valve stenosis can be due to multiple factors such as calcification or host tissue overgrowth (pannus)...etc. As per the operative report, it is likely that calcification may have caused or contributed to this event. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the provided records, it is likely that patient condition and medical history ( chronic renal failure, mitral valve disease...etc) have contributed to this event. The investigation reveals nothing to indicate a device quality deficiency during manufacturing that may have caused or contributed to this event.